Event description:
Rvtip to rvcoil lead impedance warning on (B)(6) 2023. Chronically low rvtip/rvcoil impedance that triggers a nuisance low rv pacing impedance out of range alert at 190 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).